Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
After completion of cuts with the turbohawk, the physician began to withdrawal the device when he felt a pop. Under fluoro the physician viewed the tip of the turbohawk had separated from the catheter. The physician snared the separated piece of the turbohawk and completed the procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The turbohawk device was received with the cutter driver (attached), a 6fr 90cm sheath, a fractured guidewire and a snare device. The turbohawk distal tip assembly was torn and separated at the proximal edge of the housing laser-cut coil. The separated tip was ensnared in the snare device. The guidewire lumen of the separated component was torn longitudinally. The guide sheath distal tip exhibited material deformation. The guidewire segment immediately proximal to the noted fracture was a hypotube joint connecting the core body to the tapered core. The fracture face was biased. The distal fracture face exhibited a tight curl-over.